Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and without the device to analyze, a cause for the reported unintended movement (clip open efaa/establish final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and noted restricted anterior leaflet. Both leaflets were fully inserted and after closing the clip to 60 degrees, the clip was locked and fully closed. When establishing the final arm angle (efaa), the clip opened to 30 degrees. Then the clip was unlocked and the arms were opened to 60 degrees, then the clip was locked again and the clip was fully closed. Again during the final arm angle the clip arms opened to 30 degrees. Then it was decided to remove the cds with the clip from the patient. An ntr clip was used and implanted and reduced mr to 1. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.